Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The issue did not happen during patient's ventilation. The root cause was determined to be a defective dpptm pressure sensor due to aging of the device. In consequence the affected part was replaced. There was no patient or user harm as it was not during patient's ventilation.

Event description:
This unit shut down when it was working and showed tf #8 code 28. We did tsw and found that dptm sensor broken.